Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2012. The revision surgery was performed due to loosening. It was found that the arc stem was distally fixed and there was a small amount of bone ingrowth. The surgeon performed a total hip revision surgery by replacing the original omni arc hip stem and neck with an omni k1, and by replacing the serf liner and the femoral head with a femoral head with a larger offset.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.